Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the air/water cylinder and air/water channel appeared to be a whitish gelatinous material but otherwise could not be identified. A definitive root cause of the issues could not be determined, as there was no device deformation observed that might result in the retention of foreign material and no additional facility reprocessing information was reported or available, however, the issue was likely the result of insufficient device cleaning/reprocessing. The event may be detected/prevented by following the instructions for use sections below: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted for additional information. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by the user facility.

Event description:
It was further reported that the device was a loaner returned by customer as part of the asset return process. There was no complaint from the customer and no patient involvement.

Event description:
The subject device was returned to olympus and the customer complaint is unknown. During evaluation at the repair center, a whitish gelatinous foreign material was found inside the air/water-tube and inside the air/water-cylinder. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
There were few additional findings during device evaluation. The grip had a scratch. The air/water cylinder and suction cylinder had no color. The switch box had a scratch. The scope connector case unit was deformed. The plug unit was damaged. Due to burn on distal end cover, insulation resistance value at distal end does not meet the standard value. The light guide (lg) lens had a crack. The adhesive on the bending section cover had a crack. Connecting tube had buckling. The coating of the universal cord was peeling. The investigation is ongoing and follow-up with the user facility is currently being performed to obtain details regarding customer allegation. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by the user facility.